Event description:
It was reported that the device was used during an unknown procedure in early 2011. Approximately two weeks post op, the patient returned with a stricture. The patient was brought back in for the surgeon to dilate the stricture. The patient is doing fine. Everything worked as intended during the original procedure. Additional information being requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.